Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the pro6232, powerpro small 2-trigger pin driver was being used on (B)(6) 2024 and the ¿¿pin drivers fall apart into the patient today ¿ the pin drivers fell apart and there is no way to fix them.¿. Per further assessment it was found that 2 devices broke in this surgery and "the inside component that holds the pin in the pin driver fell out". The components were retrieved from the surgical site.¿. There was no report of impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device was not overdue for preventative maintenance. The shaft was confirmed to be broken and the pin was slightly larger than the required 0.125¿ specification; however, r&d team reviewed returned products and found no manufacturing changes or top-level parts changed. The root cause cannot be determined, however, based upon the evaluation, and the IFU, the likely cause of this event was from damage sustained during use. The service history was reviewed, and no prior data was found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment.(B)(4). Per the instructions for use, the user is advised the following: this equipment is designed for use by medical professionals completely familiar with the required techniques and instructions for use of the equipment. Read and follow all warnings, precautionary notices and instructions marked on the product and included in this insert. Use only associated hall surgical and conmed accessories and attachments as defined in the description of each attachment in the manual. Handle all equipment carefully. If an attachment is dropped or damaged in any way, return it immediately for service. Prior to each use, inspect all equipment for proper operation and ensure all attachments and accessories are correctly and completely attached to the handpiece. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: per information received on 5jun24 the pins used with the pro6232 "was a smith & nephew total shoulder pin (B)(6) I believe it is said to be 3.2mm (1.25¿). It worked in their old pro6232, but those had to be like 10 years old and maybe wore out enough to fit that pin. I also got a diameter sizing chart and that pin did not fit into the 1.25 hole. I think the pin is a smidge larger than what they said.". The sales representative reported on behalf of the customer that the pro6232, powerpro small 2-trigger pin driver was being used on 23apr24 and the ¿¿pin drivers fall apart into the patient today ¿ the pin drivers fell apart and there is no way to fix them.¿. Per further assessment it was found that 2 devices broke in this surgery and "the inside component that holds the pin in the pin driver fell out". The components were retrieved from the surgical site.¿. There was no report of impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.